Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent was reported via phone call that, the customer had blank display screen. The blood glucose was 476 mg/dl at the time of the incident. Customer declined troubleshooting for the high blood glucose. Customer stated that, the display was blank currently. Customer uses silicone cover, has surface scratches on the screen adv to remove the battery. Insert battery alarm did not display on the pump screen. Customer advised to discontinue use of the pump and revert to a back-up plan. The insulin device will not be returned for analysis.